Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device is cracked. The following information was provided by the initial reporter: the septum is found to be cracked during use.

Manufacturer narrative:
The complaint of a damaged septum was confirmed, and the cause appeared to be manufacturing related. One q-syte connector was provided for investigation. No evidence of use was observed on the returned samples. The connector was received with the blue cap attached to the male luer. A portion of the perimeter of the septum was damaged and did not appear to be properly bonded to the top body of the q-syte connector. Due to the condition of the returned sample, the damage appeared to be associated with the manufacturing process and the appropriate personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Additional information: date: 05/21/2025. Due to septum damage, was there any leakage occurred? Hello, leakage occurred and the cracking problem occurred on the second day of infusion.